Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2009. During the procedure, the blade became dull. A second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.